Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a black wire sticking out of the hinge area of the tip. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the damage to the instrument was first noticed in the sterile processing department (spd) when it was brought into decontamination, not intraoperatively. It is unclear why the wire was exposed, as there appeared to be no visible damage, and the cable was intact and not broken. There was no loss of cautery reported by the surgical staff, nor were there any signs of thermal damage at the site of the insulation. The procedure was completed using the same instrument, as the issue was not identified until the instrument reached central processing. No fragments fell inside the patient, and no arcing or patient injury was observed. The instrument was inspected before use with no damage reported. There were no collisions with other instruments or issues with removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire did not show damage. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.